Manufacturer narrative:
Concomitant medical products: addrs1 ipg implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high and a gradual increase in impedance was noted on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.